Event description:
It was reported that this left ventricular lead was explanted due to diaphragmatic stimulation. No additional adverse patient effects were reported.

Manufacturer narrative:
Correct explant date is (B)(6) 2021. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed and found dried blood/body fluid around the helix. Inspection of the lead body and electrode tip noted surface electro-cautery damage in the insulation, likely due to explant damage. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits, no conductor issues were identified. Pressure test passed indicating the lumen/outer insulation is intact. Muscle/pocket stimulation is a known medical risk for implanted pulse generator systems.

Event description:
It was reported that this left ventricular lead was explanted due to diaphragmatic stimulation. No additional adverse patient effects were reported.